Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the in/out panel of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9 735818, serial/lot #: unk. The second navigation system used in the procedure is documented under MDR 1723170-2019-05640. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the site could not auto-transfer an image acquisition to the navigation system from the medtronic imaging system in the operating room (or). It was reported that a second medtronic imaging system and navigation system were brought into the or without resolution. It was reported that the image acquisitions had a nav tag on them and that manually loading the scans over universal serial bus (usb) did not restore functionality. The surgeon then opted to discontinue with the procedure and wake-up the patient. There was a reported delay to the procedure of more than 1 hour due to this issue. It was later reported that the initial imaging system and navigation system used did not have a nav tag on the 3d image acquisition. Additionally, the network cabling on the port would change the status of communication of the imaging system if manually manipulated. It was reported that the second navigation system and imaging system used did have a nav tag on the image but the image did not transfer. Manually pushing the exam did result in the exam appearing but did not populate when selected in the software. It was reported that while troubleshooting, image acquisitions could be performed and transferred on both imaging systems and navigation systems without issue.

Manufacturer narrative:
H3: software analysis completed and it was determined that upon further investigation and log review, it has been determined that the navigation and imaging system software are functioning as designed. The missing "private tags" in this case are caused by user interaction with a pop-up on the imaging system. When the system determined that it was unable to take a registered scan, a pop-up asking the user if they would like to take a non-navigated exam appeared. The user selected ok and proceeded, but still expected the exam to be registered. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The I/o panel assembly board was returned to the manufacturer for analysis. The I/o panel assembly board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.